Event description:
Additional information received reported the patient was reprogrammed on (B)(6)-2012 and the physician was awaiting follow up. Patient outcome was indicated as non-serious injury/illness.

Event description:
It was reported that the patient had an MRI about an hour prior to report. She was in the MRI for about a minute when she felt ''something beating'' at the lead site. The patient checked the implantable neurostimulator and the programming was still there with no change in stimulation. Additional information received reported the patient experienced a loss of therapeutic effect which the patient noticed on (B)(6) 2012. The patient noted she had an MRI done recently and the ins had not been checked since. It was unclear if this was the same MRI as previously noted. The patient forgot to inform the MRI technician of her implant. The patient started feeling the ins beating and she was removed from the MRI. The patient was on program 4 at 2.9 volts. The patient increased up to 3.3 volts and felt stimulation. The patient was going to monitor her symptoms and had an appointment scheduled for (B)(6) 2012.

Manufacturer narrative:
Lead model 3093-28, lot # v667542, implanted (B)(6) 2011, explanted unk; programmer model 3037, serial # (B)(4).